Event description:
The affiliate reported the customer alleged burning odor emitted from access 2 immunoassay system. The customer stated the unit had incubator belt motion and precision valve motion system errors. The customer turned the unit off. There was no injury or adverse affect associated with this event. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(6) 2011. The fse initialized the analyzer and verified proper power supply operation; no issues were noted. The fse noticed instrument fans stopped after five minutes. The fse checked the power supply voltages and discovered the 24v supply was not functioning. The fse replaced the power sled and verified all voltages; no issues were noted. The fse performed a routine system check which passed within instrument specifications. The unit conformed to the manufacturer's performance specifications.